Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing due to noise resulted in an electrical storm on the right ventricular (rv) lead. During the lead revision, visual inspection confirmed there was no lead damage. The rv lead was capped and replaced. The patient was stable with no consequences.